Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s reported issue was confirmed. In addition as noted in section b5, the evaluation found the device distal end c holder was cracked and air leak from the tip was observed. Other issues found were: the angle was out of play, the sound line was missing, the switch 1 had a scratch, the objective lens had adhesive peeling, there was poor nozzle water contact, the distal rubber adhesive had a crack and a float, the air water cylinder had paint peeling and the objective lens had scratches. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that the phenomenon occurred due to physical stress caused by customer handling. Olympus will continue to monitor field performance for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope had air leaking from the tip (insertion section). The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the distal end c holder was cracked and there was air leaking from the tip. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.